Event description:
Evaluation revealedan out of calibration force sensor. This report is being made based on the evaluation results.

Manufacturer narrative:
(B)(6). During evaluation the force sensor was found to be out of calibration. Unrelated to the issue, the battery compartment was found to be cracked.